Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: fistula. No further patient complications were reported.